Event description:
Unable to expel local anesthetic through this 27g injection needle. The needle then proceeded to break from the plastic hub. Needle was included in a medline "lap chole pack". FDA safety report ID# (B)(4).